Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop error code in memory. He replaced the bdu pcb. The unit passed its acceptance tests and was released to service.